Manufacturer narrative:
General reagent issues were excluded because no further issues were reported, and the result believed to be correct was obtained using the same reagent. The field service engineer checked the instrument, detected no abnormalities, and confirmed that the test and module were running within specifications. The investigation was not able to identify a specific root cause.

Manufacturer narrative:
The reagent lot number was 80160501 with an expiration date of 31-oct-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c513 analyzer commercial system. The initial result was 11.8%. The repeat result was 5.3% and was believed to be correct. The repeat result using d100 system (hplc) was 5.0% and was believed to be correct.